Manufacturer narrative:
This syringe is sourced from more than one manufacturer. The customer did not provide a lot number allowing for identification of the manufacturer.

Event description:
It was reported by the customer that they are having multiple issues with the syringes leaking, the plunger coming out, and the needles breaking off. No information was received regarding any serious injury as a result of this report.